Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025, the user reported that dexcom g7 continuous glucose monitoring (cgm) was not working and would need replacement. The user¿s blood glucose (bg) was elevated at 386 mg/dl, and planned to use backup therapy if their son, who assisted with device setup, was delayed. Follow-up on 16-sep-2025 confirmed bg had returned to range. The highest blood glucose (bg) recorded was 386 mg/dl. Bg was corrected using backup therapy. The user reported no symptoms during the event, and no medical intervention was required.